Event description:
It was reported that while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was foreign matter in the inner wall of 8 tubes across two lot numbers. No patient impact reported. The following information was provided by the initial reporter: "the black dot orginally present in the inner wall of collection tube. The black dot was noticed in the inner wall of collection tube before use."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 2259062. D4. Medical device expiration date: 31-01-2024. H4. Device manufacture date: 16-09-2022. B3: date of event is unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: material #: 367856. Lot/batch #: 2259062, 2292067. Bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter (fm) was observed. Black particles were observed on the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing. There has been an increased awareness for cleanliness and reduction of foreign matter in the plant. H3 other text : see h.10.